Event description:
A report was received that the patient was having difficulty charging the ipg. Data base analysis indicated that the ipg maybe flipped. X-ray was taken and the result confirmed flipped ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. Data base analysis indicated that the ipg maybe flipped. X-ray was taken and the result confirmed flipped ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was reportedly doing well postoperatively.